Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: 1/22/2025. One device was received for evaluation. Visual inspection noted excessive loctite used to cure the downstream seal and contaminated the sensor. Functional testing was performed. The reported problem was verified. It was determined that the root cause was due to the excessive loctite on the downstream occlusion sensor and seal. The downstream occlusion sensor and seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.